Event description:
On (B)(6) 2020, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was reading inaccurately high compared to another device (ambulance device, unknown brand). This complaint was classified based on information obtained from the customer care agent (cca) during a follow-up with the reporter. The reporter was unable to advise when the alleged inaccuracy issue began. The reporter stated that at the time of the event, the patient managed their diabetes with oral medication (glipizide, unspecified dose) and it's not known what changes, if any, the patient made to his usual diabetes management regimen in response to the alleged inaccuracy issue. The reporter stated at around 10 p.m., on (B)(6) 2020, after the alleged inaccuracy issue began, the patient went to bed with symptoms of "slurred speech and forgetfulness"; however, it is not known if the patient tested their blood glucose at this time or not or if they treated their symptoms. The reporter stated that the patient then fell out of bed "in a coma" and that emergency services were contacted. On arrival at around 12:30 a.m., on (B)(6) 2020, the emergency medical technician (emt), reportedly tested the patient's blood glucose using both the subject meter and their own device, obtaining a results of "100 something mg/dl" and "40 mg/dl" respectively, performed within 30 minutes of each other. The reporter advised that the emt treated the patient with glucose paste after which, they retested the patient's blood glucose using their device, reportedly obtaining a result of "47 mg/dl". The reporter stated that emt remained in attendance with the patient until his blood glucose had risen to "80 mg/dl". At 2:30 a.m., on (B)(6) 2020, the reporter gave the patient scrambled eggs and toast. The reporter advised the cca that the patient's medication has since been changed from glipizide to another (unknown) oral medication. At the time of troubleshooting, the reporter was unable to confirm if the unit of measure was set correctly on the subject device at the time of testing. The cca established that an approved sample site was used to obtain the results and that the patient was following the correct testing procedure. The cca also noted that the subject test strips had been open beyond their discard date and/or stored improperly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse even and required treatment from a healthcare professional whilst using the subject device. The alleged inaccuracy issue could not be ruled out as a cause and/or contributor to the event.